Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10655. Related manufacturer reference number: 1627487-2019-10656. Related manufacturer reference number: 1627487-2019-10657. Related manufacturer reference number: 1627487-2019-10659. It was reported one of the patient's leads displayed high impedance. Surgical intervention was undertaken to address the issue on (B)(6) 2019. During the procedure it was noted the lead had pulled out of the ipg header. During the procedure the ipg was explanted and replaced and the existing leads reinserted into the ipg. Surgical intervention addressed the issue. Note: all of the patient's leads are being reported as it is unknown which lead was pulled out.